Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose reading issue was reported with the abbott diabetes care (adc) device. The customer received an unspecified low glucose reading on the adc device. It is unknown whether the customer noted a trend arrow on the device. The customer stated their blood glucose level dropped to 25 mg/dl and experienced symptoms described as cold sweats, headaches, and a seizure. The customer was unable to self-treat and presented to a hospital. Upon arrival, the customer had contact with a healthcare professional (hcp) who advised the customer to eat more frequently and provided sugar pills as treatment for the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.